Event description:
Additional information received indicated, the cause of the event was an "exhausted battery" and open circuit. The patient required hospitalization due to the event, and it was noted the device was not yet reimplanted.

Event description:
It was reported, the implantable neurostimulator was explanted due to four open circuits and battery life. The patient had "bad back" issues. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot#, serial# (B)(4), implanted: 1995 (B)(6), explanted: product typ lead product ID neu_unknown_ext lot#, serial# (B)(4), implanted: 1995 (B)(6), explanted: product typ extension product ID 3031a lot#, serial# (B)(4). Product typ programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s system was completely replaced.